Event description:
The representative reported that the physician had wanted them to interrogate the pump to print out the current settings to give them to the patient. The day prior to the report, the patient was refilled and the family became concerned because the patient was ¿really, really tired, lethargic, and sleepy¿. A representative later reported the patient was refilled on (B)(6) 2013 at 2 pm and by the time they got home at 4 pm they were showing overdose symptoms. An ambulance was called and the patient was administered narcan. They began to feel withdrawal symptoms after that. They were taken to the hospital and managed by a physician, and they were in withdrawal at that time. The patient believed it was due to the narcan. The patient said it was itchy and tender around the pump. The doctor who managed the pump did not think it was a pump or catheter issue. The patient¿s dosage was decreased from 36.99 to 34.99 (units not provided). The doctor will be arranging a dye and roller study. The pump was read and everything was normal. In discussing the possibility of a pocket fill, the doctor ¿did not think that was possible and thought it could be psychophysiological¿. The patient told the representative that ¿nothing felt different at the time of the refill¿ and by the time they walked to the car, it felt tender and itchy at the refill site. When they got home they felt like an ¿intravenous push of medications went through her pump¿ and she had slurred speech; they were falling down like drunk, their mouth was dry, and their eyes would not open. The patient began feeling normal around 9 or 10 pm. The following day the patient felt fine. The patient had been complaining to their doctor about their catheter ¿where it wrapped around their belly and where the catheter entered the spine¿ of some itching and some burning. The nurse was nervous to discharge the patient from the hospital, but based on the how the patient was looking and feeling on the day of the report, they had no reason to keep them. The doctor told the patient that ¿they did not feel it had anything to do with the pump and catheter¿. The patient was not on any other oral medications. The medication used within the system was dilaudid. A healthcare provider later reported that the cause of the event was psychophysiology and was not attributed to the pump, catheter, or programmer. A catheter dye study was performed on (B)(6) 2013 and was normal. There were no pump related events. The patient had a decreased level of consciousness and anxiety. The patient required hospitalization and their outcome was ¿no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.